Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging her onetouch ultra2 meter displayed an unknown message which prevented her obtaining a blood glucose reading. The complaint was classified based on information obtained in a follow up call to the patient by medical surveillance (ms). The patient detailed that in the ¿evening¿ of (B)(6) 2014 the patient attempted to test her blood glucose before she went to bed, but a meter message appeared after she had put blood on the strip before putting the strip into the meter, which prevented her from obtaining a result. The patient detailed that she usually manages her diabetes with a combination of oral medication, diet and exercise, and claimed that she made no changes to his diabetes management regime in response to the alleged meter issue. The patient detailed that during the night of (B)(6) 2014, she allegedly developed symptoms of ¿ears ringing, sweating and feeling hot¿ which she associated with low blood glucose. She claimed that in response to the symptoms she called an ambulance who took her to the emergency room (ER) on the night of (B)(6) 2014. When in the ER, the patient claimed she obtained a reading of ¿30mg/dl¿ on a hospital meter, and was treated with ¿juice and food¿. The patient confirmed to ms that she was given metformin by her regular doctor, after the incident. The issue remained unresolved after troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of, and received treatment for, severe hypoglycemia after the meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.